Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to shock a patient in the hospital and the device generated error code 00001 at the time of the event. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event and it is unknown if the treatment was interrupted.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to shock a patient in the hospital and the device generated error code 00001 at the time of the event. The customer was able to defibrillate the patient. Philips is considering this event to be a serious injury because the treatment was interrupted. The device was evaluated by the customer with assistance from a philips call center representative. There were no ECG strips or patient event files available for review. The response center indicated to the customer that code 00001 could be traced to the control pca or power pca, however, the response center is unable to replace the control pca or power pca.